Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the burr, ar-8400obe, created metal shaving. No further information provided. Further information requested. Additional information provided on 8/22/2019: it was reported that during a subacromial decompression for rotator cuff repair procedure, the burr, ar-8400obe, created metal shaving during the subacromial decompression. The surgeon tried shaving out as many metal shavings as he could with a shaver. The surgeon ended up doing a bicep tenodesis and the surgeon did not repair the rotator cuff due to the fact the patient needs a superior capsule reconstruction.